Event description:
It was reported that t:slim x2 pump battery did not charge and charging connection was not recognized, even when different wall adapters and charging cables were used, although pump did not shut down and could still be used. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if needed, while technical support arranged replacement pump shipment.